Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the erbe had c-34 error on iesu and advised customer to perform power cycle of iesu however the same issue persisted even after power cycle of the iesu. It was advised customer to use force triad as backup and will use force triad if needed. The procedure was completed with no reported injury. Intuitive followed up with the customer and the following additional information was obtained: the ports were placed prior to the issue being identified and the system functionality was checked upon powering on the system. The system initially powered on without errors. Intuitive surgical, inc. (Isi) technical support was contacted for troubleshooting and full troubleshooting was completed. To resolve the issue the procedure was completed with force triad. There was no injury to the patient. The procedure completed robotically with force triad.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported problem was confirmed using the system logs dated 12-aug-2025. Upon visual inspection, the unit¿s top cover had several areas of chipped paint, and the front bezel showed paint stains; otherwise, the unit was in good condition. The erbe was tested using the system, and upon powering on the unit, an error c-34 was displayed, indicating that the high frequency (hf) voltage was too low in the on state. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.